Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified damage to both inner and outer blisters that is visually consistent with thermal damage. Sterility, or breach thereof, cannot be determined as the tyvek was removed not allowing for an adequate review of the seal as the tyvek could have lifted while maintaining a homogenous adhesive seal. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided this complaint was confirmed by evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 11-301300, item name: arcos con sz a std 50mm, lot # 160780. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when doing revision hip using arcos product it was noticed that the inner plastic packaging was deformed. It actually looked like the plastic was melted. The surgeon used the implants to complete the procedure. There is no additional information available at the time of this report.